Manufacturer narrative:
Exact date unknown, event occurred four months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patients previous pocket location was causing pain and had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The explanted ipg was disposed.